Manufacturer narrative:
(B)(4) reported event was unable to be confirmed due to limited information received from the customer. X-ray review shows superior position of the femoral head in relation to the center of the acetabular cup reflecting polyethylene liner wear. DHR review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product remains implanted.

Event description:
It was reported that the patient was considered for revision due to unknown reason. Attempts to obtain additional information have been made, however, no more information is available.